Manufacturer narrative:
The hydros aspiration pump module was returned for investigation. A review of the treatment log files were reviewed and found that an e054 error occurred, confirming the reported failure. During functional testing, the hydros aspiration pump module triggered an e054 error upon boot-up, confirming the reported failure. The connection to the controller board was reseated and the failure could not be reproduced. The root cause of the failure was unable to be determined. A review of the device history record (DHR) for hy1000-us/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual (um), um0401-00-001, rev. B, was reviewed. Section 17.2 system-detected errors: table 5: system reboot required 1. Release foot pedal 2. Reboot system; system will try to continue at current step if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during jet alignment, the hydros robotic system generated an "e054 - asp error." Despite troubleshooting attempts, the issue could not be resolved, and the treating surgeon made the decision to abort the procedure. There were no adverse health consequences to the patient due to this event.